Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 27 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Upon release of the closure device, a pericardial effusion was noted via transesophageal echocardiogram (tee). A pericardiocentesis successfully resolved the growing effusion. Patient remained stable throughout. Cause of effusion is unknown. No further complications were reported. Device remains successfully implanted with a complete seal of the laa. Patient is stable and has been discharged.